Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Although there is no known allegation from a health professional that the death was related to the device, the patient's daughter stated that interrogation was done and the ICD did not go off. No further information is available at this time.